Event description:
Home patient (hp) reports disconnecting empty solution bags from supply line spikes of homechoice set and re-spiking full solution bags onto same lines during automated peritoneal dialysis treatment "the other night". Per health care professional (hcp), no pt injury or med intervention resulted from incident.